Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump was "5 minutes slow". Customer's blood glucose level was not impacted. Customer was able to successfully adjust pump time.